Event description:
It was reported that during a device upgrade, externalized conductors were observed. The lead was capped and replaced. Patient was in good condition after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.